Event description:
It was reported, that the patient presented in the emergency room. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced. The patient was in stable condition.

Event description:
The right ventricular lead was capped on (B)(6) 2024.